Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No unexpected numbers ramping/scrolling on their own noted. No unexpected constant tone noted. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received button error. The customer's blood glucose level was reported to be unknown. It was reported that the up button was pressed and the buttons keep scrolling. Troubleshoot was reported to be conducted. It was reported that device would be replaced and returned for analysis.